Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the customer noted that the fenestrated bipolar forceps instrument could be activated successfully four times, but the coagulation function would not activate on the fifth use. The customer attempted to replace the instrument energy cable but the issue was not resolved. The customer then replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 23-feb-2022, intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No thermal damage was observed on the instrument. The instrument did not collide with any other instrument or tool during the procedure. It is unknown if the conductor wire insulation was damaged with the internal wires exposed. It was confirmed that no fragments fell inside the patient during the procedure. The instrument is available for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the fenestrated bipolar forceps instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. An image of the fenestrated bipolar forceps instrument related to this event was received. A review of the submitted image was performed by an isi failure analysis engineer (fae). The following additional information was provided: it looks like there may be a break of the conductor wire at the base of the grips. A review of the logs showed the fenestrated bipolar forceps instrument (part# 420205-16 / lot# n11200622-045) was last used on (B)(6) 2021 during this reported procedure with system (B)(4). The fenestrated bipolar forceps instrument has 10 allotted uses and had 5 uses remaining. In addition, a review of the site's complaint history does not show any additional complaints related to the fenestrated bipolar forceps instrument. This complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Evaluation information can be found in the following fields: h6 and h10. D11 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations found the primary failure of the broken conductor wire to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. The instrument had the thermal damage observed near the conductor wire-yaw pulley entry. The conductor wire broke as a result of the thermal damage. The root cause of this failure is attributed to mishandling/misuse. Additional finding (s) not reported by the site were also identified: the fenestrated bipolar forceps instrument was found to have thermal damage on the yaw pulley. As a result, the conductor wire was broken. The known common cause of this failure is due to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.